Manufacturer narrative:
According to the customer, a rivet within the folding mechanism came out, which caused the patient to fall. The patient experienced bruising on the left side of the body, and no medical intervention was required. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a rivet within the folding mechanism came out, which caused the patient to fall. The patient experienced bruising on the left side of the body, and no medical intervention was required.